Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the patient temperature dropped below the target temperature of 36.8c to a temperature of 35.6c. The device had been alarming since the night before the call. They had also removed the two leg pads of the xx-small set when the patient had dropped below the target temperature (they had not called the help line at that point). At the time of the call the water temperature was 19.8c with a flow rate of 0.7lpm and only 2 xx-small chest pads in place. The event log showed multiple alert 113's since the start of therapy. The water level showed 4 bars. The nurse stopped therapy and emptied the pads. She then drained 400ml from the right drain port. She then enabled manual control and set the device to 40c for 30 minutes. T4= 7c with t1 and t2= 19.8c. The water temperature quickly rose into the mid 30s. She then disabled manual control and reconnected all 4 pads. The flow rate rose to 3.5lpm and the water temperature rose to 31.6c. The water level still showed 4 bars. The low water limit was set to 4c so the nurse increased it to 10c. The high water limit was 40c. It was recommended that the patient be fitted with 2 small universal pads based on the patient's weight of (B)(6). The patient was then transported for an MRI. When the patient returned from the MRI the nurse replaced the set of xx-small pads with two small universal pads and resumed therapy. The flow rate was 2.6lpm and the device was making warm water. Therefore, therapy was resumed.

Manufacturer narrative:
The device was not returned for evaluation. However, based on the event description the reported issue was confirmed as use related. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: " directions for use 1. Arcticgel¿ pads are only for use with an arctic sun® temperature management system control module. See operators manual for detailed instructions on system use. 2. Select the proper number, size and style pad for the patient size and clinical indication. However, the rate of temperature change and potentially the final achievable temperature is affected by pad surface area, patient size, pad placement and water temperature range. Best system performance will be achieved by using the maximum number and largest size pads. 3. For patient comfort, the pads may be prewarmed using water temperature control mode (manual) prior to application. 4. Place the pads on healthy, clean skin only. Remove any creams or lotions from patient¿s skin before pad application. Remove the release liner from each pad and apply to the appropriate area. The pads may be overlapped or folded adhesive-to-adhesive to achieve proper placement. The pads may be removed and reapplied if necessary. The pad surface must be contacting the skin for optimal energy transfer efficiency. Place pads to allow for full respiratory excursion. 5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit. 7. When finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the patient temperature dropped below the target temperature of 36.8c to a temperature of 35.6c. The device had been alarming since the night before the call. They had also removed the two leg pads of the xx-small set when the patient had dropped below the target temperature (they had not called the help line at that point). At the time of the call the water temperature was 19.8c with a flow rate of 0.7lpm and only 2 xx-small chest pads in place. The event log showed multiple alert 113's since the start of therapy. The water level showed 4 bars. The nurse stopped therapy and emptied the pads. She then drained 400ml from the right drain port. She then enabled manual control and set the device to 40c for 30 minutes. T4= 7c with t1 and t2= 19.8c. The water temperature quickly rose into the mid 30s. She then disabled manual control and reconnected all 4 pads. The flow rate rose to 3.5lpm and the water temperature rose to 31.6c. The water level still showed 4 bars. The low water limit was set to 4c so the nurse increased it to 10c. The high water limit was 40c. It was recommended that the patient be fitted with 2 small universal pads based on the patient's weight of (B)(6). The patient was then transported for an MRI. When the patient returned from the MRI the nurse replaced the set of xx-small pads with two small universal pads and resumed therapy. The flow rate was 2.6lpm and the device was making warm water. Therefore, therapy was resumed.